Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 00801803202 / femoral head/ lot # 62588129. Part # unknown / liner/ lot # unknown. Part #unknown / unknown cup/ lot # unknown. Report source: (B)(6).

Event description:
It was reported the patient underwent a total hip arthroplasty. Subsequently, the patient was revised 7 years post implantation due to periprosthetic hip fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via radiographs reviewed by a health care professional. Review of the available records identified the following: comminuted periprosthetic fracture of the proximal left femur. No other findings related to the event were noted. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported head and stem were found to be compatible with each other. Compatibility of the entire construct could not be determined as the part and lot information of the cup and liner were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.